Event description:
A patient was admitted with stable angina ccs3 for a procedure to the 3mm proximal lad with 90% stenosis described as excessively tortuous. The 8mm de novo lesion was bifurcated, irregular, type c, concentric and heavily calcified; it was located at a severe 90 degree bend point. The site was predilated with a 2.5x12mm balloon at 8atm. A 3.0x8mm cypher stent was implanted at 14atm with a satisfying result per visual estimation. During the procedure, the loss of a diagonal side branch occurred. Per investigator, the event had an unlikely relation to the device, and was probably related to the procedure.

Manufacturer narrative:
Residual was 0% and timi flow was 3 pre and post procedure. Preprocedure medications were versed and fentanyl IV, intraprocedure meds were omnipaque, anigomax, maalox, plavix and tridil; postprocedure/discharge meds were not listed. The product is not available for evaluation and testing.